Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and patient implanted for radiculopathy. The patient reported that they lost weight and their implantable neurostimulator (ins) is uncomfortable. They think that it is causing their legs to tingle. The patient stated that they wish to have the system explanted. No further complications were reported or anticipated. On (B)(4) 2019 (rep): additional information received from the manufacturing representative (rep) indicated that the patient has been scheduled for a full system explant on (B)(6) 2019. They stated that they have no information correlating the patient¿s weigh loss to the ins. No further complications were reported or anticipated.